Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in a early sensor removal.

Manufacturer narrative:
Though the problem could not be duplicated during in-house investigation, the complaint was confirmed by review of in-vivo data. The root cause is potentially an insufficient hydrogel hydration. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.